Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 288 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer's parent declined to review sensor best practices (site selection, taping, calibration protocol) and to troubleshoot high blood glucose. The product will be returned for analysis.